Manufacturer narrative:
The insulin pump display flickered due to moisture damage to the electronics assembly. The insulin pump was also received with moisture damage to the motor, battery tube, keypad assembly, and vibrator assembly. The displacement test could not be performed due to the flickering display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, and a cracked case at the reservoir tube window corner.

Event description:
The customer reported via telephone call that the insulin pump had been attached to her when she fell into the pool and the insulin pump reset. The alarm history could not be checked due to the buttons not working. The insulin pump was not stored or out of use for an extended period of time. The battery was replaced and the insulin pump alarmed for a reset error. The customer also reported that the insulin pump was cracked and fluid was visible behind the screen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.